Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. No additional information was provided. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with between 150-200 units of insulin during the load sequence. The customer was unable to load a new cartridge. Customers blood glucose was 375 mg/dl. Customer reverted to an alternate method of insulin therapy.